Event description:
Procedure type: low anterior resection. According to the reporter: the stapler was applied and removed with no complications. The donuts were normal and complete. During the leak test a leak was detected on the posterior aspect of the anastomosis. Some staples had not formed properly. The site was repaired with interrupted sutures. Surgery time extended two hours as a result.

Manufacturer narrative:
Initial report sent: 11/18/2008.